Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer cable connection issue. A field service engineer inspected the inside and back of the drawer to make sure all cables and connections were secured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer was not detected on the communication bus and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.